Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. Visual inspection identified the damaged latch roller. The cause of the damage was not determined. To resolve this issue the latch roller was replaced and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During product evaluation by a baxter service technician, a flogard infusion pump found to have a damaged latch roller. This was not reported by the customer. There was no patient involvement. No additional information is available.